Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.2, 1.7. Pt's therapeutic range: 2-3 inr. Doctor increased pt's coumadin dose based on inratio results rec'd on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.